Event description:
It was reported that the patient experienced a shocking or jolting sensation and pain following exposure to a security gate at the airport. The implantable neurostimulator (ins) was off at the time of exposure. The patient turned stimulation off, went through the gate, and turned stimulation back on after passing through. When she turned stimulation on, it was "pricking her". The patient stated, the electromagnetic interference caused her ins to revert to its original settings. The patient turned stimulation off again and was hospitalized due to the pain. She was given medication and returned to her hometown where she was reprogrammed and the issue was resolved.

Manufacturer narrative:
(B)(4). Lead: model unknown, lot# unknown, implanted: (B)(6) 1997, explanted: unk; adaptor: model 3550-09, lot# la2474, implanted: (B)(6) 2002, explanted: (B)(6) 2007.